Event description:
A physician reported a pt who was double skin tested in the arm on 16 november 1998 and 7 december 1998 with negative results. She was treated in the periorbital crows' feet area bilaterally on 17 december 1998. On 05 january 1999 the pt developed erythema and lumpy, raised areas in the crows feet. On 29 january 1999, the physician noted mild erythema and swelling at the treatment sites, especially the right side. On 2 february 1999, the physician noted increased erythema and lumpiness at the same sites. One test implantation site on the arm was slightly red. The physician prescribed prednisone short low dose oral course on 09 february 1999. The local symptoms were considered product related.